Event description:
Pt reported infusion device display was missing segments. He indicated that as a result of the missing segments, in 2006, he inadvertently administered too much insulin causing a hypoglycemic reaction. Pt stated that he was treated by paramedics with liquid glucose and glucose tablets. He indicated that his blood glucose level was 40 mg/dl. The following day, pt indicated that his blood glucose level was elevated to 369 mg/dl. Pt stated that he did not feel comfortable administering a bolus, as he was unable to read the amount he was giving. Product was requested to be returned for eval.